Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the reported condition of "vibration" could not be confirmed. The device passed all tests and no problems were observed. If additional info becomes available while a supplemental report will be submitted. (B)(4).

Event description:
Report received from USA stating that the device was chattering and wobbling. The device was used in surgery. There was no pt injury reported. It is unk if delay or medical intervention occurred. There is no additional info provided.